Manufacturer narrative:
(B)(4). Upon carefusions investigation, writer will submit a follow up submission.

Event description:
Pt has been using pleurx dressing kit since insertion on (B)(6) 2015 and since receiving new case of kits (with tegaderm and roller clamp) the tape from the new dressing kits are causing a rash. Patient endured fire engine red skin where the tape was and also incurred some blistering. No drainage as it was caught and treated before it got that far. Had to purchase skin prep pads, diaper cream and also triple antibiotic to treat the problem. Happens on most but not all of the dressings; some redness but not as bad. Denies prior tape allergy. (B)(6) 2016 spoke with reporter who confirms irritation is improving.

Manufacturer narrative:
(B)(4). Pictures were provided for evaluation. Failure mode could be confirmed since the skin of the patient looks red as a result of an irritation issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for their release were met. Lot #0000839716 was manufactured on 09/14/2015. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. Even though failure mode could not be confirmed and root cause could not be identified; a notification to supplier has been issued to inform the issue with the affected part.